Event description:
It was reported by service report that the jack was drifting due to a malfunctioned jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.